Manufacturer narrative:
Product ID 3889-33, lot# va0d0dr, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a MRI of their left cheek and forgot to turn the device off. The next day the patient had an increase in bathroom use. The patient used the bathroom three times the night prior to call. Increasing stimulation resulted in their ¿legs jumping quicker ,¿ but still had frequency.